Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('foreign body material has been removed') in a female patient who had essure (batch no. 846831) inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: after the essure sterilization, various physical symptoms have developed. In the meantime, she has had follow-up treatments. As a result of the symptoms, she was hindered in her normal daily functioning and suffered damages. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jan-2021: lawyer (added as reporter) provided plaintiff's complete name. Due to internal review duplicate report # nl-bayer-(B)(4) will be deleted in bayer safety database after all information was transferred to this duplicate record # nl-bayer-(B)(4) which will be retained. New: lot number, expiration, manufacturing date was added (846831). We received a lot number in this case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign body material has been removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adverse event ("various physical symptoms have developed"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal and adverse event outcome was unknown. The reporter considered adverse event and medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain symptoms') in a female patient who had essure (batch no. 846831) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mental disorder ("psychological problems"), feeling abnormal ("brain fog"), amnesia ("memory loss"), alopecia ("hair loss"), fatigue ("fatigue"), headache ("headache") and hyperhidrosis ("excessive sweating") and was found to have hormone level abnormal ("hormonal problems") and weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, mental disorder, feeling abnormal, amnesia, alopecia, hormone level abnormal, fatigue, weight increased, headache and hyperhidrosis outcome was unknown. The reporter considered alopecia, amnesia, fatigue, feeling abnormal, headache, hormone level abnormal, hyperhidrosis, mental disorder, pelvic pain and weight increased to be related to essure. The reporter commented: after the essure sterilization, various physical symptoms have developed. In the meantime, she has had follow-up treatments. As a result of the symptoms, she was hindered in her normal daily functioning and suffered damages. Essure lot # 846831 manufacturing release date reported via lawyer was (B)(6) 2011. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2021: events were specified via lawyer (previously only medical device removal was reported). Essure lot # 846831 manufacturing release date reported via lawyer was 6 may 2011 we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign body material has been removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adverse event ("various physical symptoms have developed"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal and adverse event outcome was unknown. The reporter considered adverse event and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-dec-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of medical device removal ('foreign body material has been removed'). In a female patient who had essure (batch no. 846831) inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: after the essure sterilization. Various physical symptoms have developed. In the meantime, she has had follow-up treatments. As a result of the symptoms, she was hindered in her normal daily functioning and suffered damages. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-feb-2021, quality safety evaluation of ptc. We received a lot number in this case. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.